Manufacturer narrative:
Appropriate term / code not available ((B)(4)) utilized to capture injury ((B)(4)). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-06082021-0001014101 submitted for adverse event which occurred on (B)(6) 2014. Mwr-06082021-0001014102 submitted for adverse event which occurred on (B)(6) 2015. Mwr-06082021-0001014103 submitted for adverse event which occurred on (B)(6) 2014. Mwr-06082021-0001014104 submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/07/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.